Event description:
It was reported that the patient experienced phrenic nerve stimulation, due to the left ventricular lead, when laying on the left side. The pacing configuration was reprogrammed and the lead remains in use. The patient was a participant in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.